Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the jaw closed. It was noted that the clamp arm did not open or close as expected. The device was disassembled to inspect the internal components and it was noted that the broken tube collar was broken. This caused the clamp arm to be nonfunctional. No conclusion could be reached as to what caused this issue.

Event description:
It was reported that during an unknown procedure, the scissor did not open the ends. The device is in good visual condition. Unknown how case was completed. There were no adverse consequences for the patient. One device will be returned.